Manufacturer narrative:
Based on the claim against the product, by the customer noting the prograsp forceps instrument had broken and could not be removed from the trocar. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the reported complaint was replicated/confirmed. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately "135 x 207" was not returned with the instrument. The probable root cause is attributed to damage during use. Which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Excessive side loading the instrument can also cause the main tube wall to collapse inwards, leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported, based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank. Because the product is not implantable. Information for the blank fields in this e1 is not available.

Event description:
It was reported, that during a da vinci-assisted radical salvage prostatectomy surgical procedure. The wrist on a prograsp forceps instrument had broken and the instrument could not be removed from the trocar. The clinical sales representative (csr) reported, that a nurse in the operating room contacted them with this event. The nurse then put the phone on speaker so that the csr could troubleshoot with the fa. The csr asked if the customer had used the instrument release kit (irk). But they stated, no and had to remove the instrument and trocar from the patient, because the instrument would not come out of the trocar. It was stated, that the shaft of the prograsp forceps instrument had broken during the case. The csr then spoke with the surgeon who stated, that there was no adverse event to the patient. And that they were not on tissue, and were not in use of the instrument at the time of the event. The wrist just all of a sudden snapped off of the shaft of the instrument. The surgeon stated, that in 10 years this had never occurred. The customer safely removed the instrument and the trocar, to return material authorize (RMA) and were getting another trocar and prograsp forceps instrument to complete the case. The csr also asked the nurse to send a picture for the report to be filed. The csr was not aware of any patient demographic information and was not present during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi), made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.